Event description:
Revision of shoulder components due to rotator cuff deficiency. Surgeon stated that the devices were definitely not related to the revision. This event was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific info was not provided, precluding a review of the device history record.